Event description:
A malfunction alarm with code malf 9 was reported, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for resetting the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support again if the problem reappears.